Event description:
Patient presented to the physician with the stimulation lead eroding though the skin. Physician brought the patient into the or and debrided the site, scrubbed the stimulation lead with bactisure, excised an ellipse of skin around the exposed lead, performed suture closure, and applied skin glue. Physician prescribed a course of antibiotics after the procedure was completed.